Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018, the patient was admitted due to rectal bleeding with high reticulocyte count and dropping hemoglobin and hematocrit. A colonoscopy was completed on (B)(6) 2018 which found internal hemorrhoids with minimal bleeding and normal endoscopy. No signs of bleeding or arteriovenous malformations (avms) during colonoscopy. Types of treatment included hospitalization with a stop date of (B)(6) 2018. No further information was provided.